Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a button error and was unable to clear. Customer stated she was running and the device was close to the stomach. Customer was assuming alarm occurred because of sweat. No further information reported.